Event description:
It was reported the pump was explanted due to reaching end of service. There were no issues. The pump was delivering morphine.

Manufacturer narrative:
Product ide: 8709, lot# l78688, implanted: (B)(6) 2000, product type: catheter. Product ID: 8575, lot# j12069r, implanted: (B)(6) 2006, product type: accessory. (B)(4). Analysis of the pump motor revealed gear train anomaly; corrosion. Residue was found in the gear train (rotor magnet). The pump passed dispense accuracy testing and continued to function until explant.